Event description:
Upon investigation, the original complaint for cassette placed wrong was confirmed. There was slight drag coming from the fva and loading pins while pushing them in and out. An internal investigation was conducted and the set ID was pinched and there was exposed wire. Set ID and bubble detector assembly will be replaced during repair. Preliminary failure was also confirmed and it was noted there was some residue on the fva and loading pins resulting in sticky pins. It was also noted that one of the bottom loading pins had seal lip sticking to it while taking it out. Fva and loading pins were cleaned with 70% alcohol. Fva lip seals and bushings, as well as, loading pin lip seals and bushings will be replaced during repair.

Event description:
The following has been reported: "the pump displayed message: "cassette placed wrong" but we have tried replacing the cassette and have tried turning the pump on and off; still displaying message "cassette placed wrong". Biomed also tried several cassettes and got same error, waiting for verification that pins and sensor are clean." An initial review of the device logs reveals the following: mechanical hardware failure (av sticky valve) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.